Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery is tomorrow') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety") and crying ("crying mess"). The patient was treated with surgery. At the time of the report, the medical device removal, anxiety and crying outcome was unknown. The reporter considered anxiety, crying and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anxiety and crying". Amendment: the report was amended for the following reason: this case will be deleted from bayer pv data base. Duplicate case identified with fu information. This case is duplicate of (B)(4). No new follow-up information was received from the reporter. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery is tomorrow") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety") and crying ("crying mess"). The patient was treated with surgery. At the time of the report, the medical device removal, anxiety and crying outcome was unknown. The reporter considered anxiety, crying and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, anxiety and crying incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.